Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-aug-2025, it was reported that a beta bionics ilet user accidentally exposed the device to water when it was run through a washing machine cycle. Following this, the device displayed repeated alert 38 codes and attempts to restart the system and change supplies resulted in ¿unable to proceed¿ alarms. There was no report of end-user harm or adverse event associated with this case.